Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be reproduced. The field service engineer reviewed the error logs but could not identify the cause of the issue. The imaging system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) monitor was not turning on. A couple of restarts resolved the issue. No patient present.